Manufacturer narrative:
Date of event was reported as 2009.

Event description:
Information received from the patient reported that they had a car accident in 2009 and their implantable neurostimulator (ins) had not worked since. They also noted that the date of their implant was not correct. The patient did not have a managing physician for the device and was sent new doctor listings. The indication for use for the implanted device was noted as chronic low back pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2015-13110 for the patient¿s other device issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient¿s car accident was in (B)(6) 2009 where the ins was slammed on the door where the battery was. The patient noted that they went to the healthcare professional¿s (hcp) office where the manufacturer¿s representative could not get is started. The patient stated that the leads are what were ¿holding up¿ their spinal cord. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.